Event description:
The device was used during an unspecified procedure on sigmoid. Reportedly, the anvil did not tilt and the anastomosis was not complete. The surgeon resected the tissue at the application site and created a new anastomosis. The hospital has reported the patient's condition is satisfactory.